Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome on (B)(6) 2016. It was reported that the patient had adaptive stimulation enabled. During a period starting around (B)(6) 2016, his left/right laying positions were not working well for him, so he increased the amplitude and he felt better. The patient also has a lot of stimulation/soreness when going from standing to lying, until it adjusts which had been occurring since implant. Initially he had not waited the full amount of time to allow adaptive stimulation to stick, but when he waited the appropriate duration, it stayed. The patient was seen at the health care provider¿s office on (B)(6) 2016, no reprogramming was needed, the patient was happy with coverage, impedances were within range, and the patient¿s usage was 99% usage. On 2016-06-28, it was reported that there were changes to stimulation sensation. Some stimulation settings had been changed as troubleshooting. There was no trauma or fall related to this issue. The patient noted that certain positions seem like stimulation feels different. The patient was getting great therapy, but he just noticed changes and possibly stimulation feeling like it was not on when he wakes up. The patient was happy with stimulation and the stimulation effect. The patient noted that these stimulation sensation changes had been occurring for the past 2 weeks ((B)(6) 2016). A similar issue began occurring ((B)(6) 2016) where he would roll over in bed and the sensation wasn¿t right from one side to the next until he rolled over again. The patient also notices a difference if he sits/stands straight versus leaning over. On 2016-07-01 the patient reported a loss of stimulation starting on (B)(6) 2016. The patient stated that his stimulation works great during the day, but recently, he wakes up in the middle of the night and was not feeling stimulation any longer. The patient checked the implantable neurostimulator this last time and it showed off, so he turned it on and it resolved. The other times it resolved itself after getting up in the morning and moving around for the day. The patient also mentioned that he thought that the off button on the patient programmer was close to the sync button. It was recommended that the patient see his health care provider to assess the patient¿s programming and adaptive stimulation. It was reported by the health care provider on 2016-07-08 that the patient had met with a manufacturer representative to troubleshoot and diagnose the root cause of the postural/high stimulation changes and soreness. Impedances were tested and none were out of range. The stimulation was verified in the locations needed. The manufacturer representative programmed adaptive stimulation for different positions to resolve the postural/high stimulation changes and soreness. The patient¿s medical history includes 3 spinal surgeries and 9 fusions (5/lumbar, 4/neck) prior to implant. The patient mentioned back pain/nerve pinching for 9 years prior to implant.

Event description:
Additional information received from the rep reported that the stimulation was not turned off at night. They also adjusted the adaptive stimulation programming for more consistency.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.